Event description:
Customer called lfs on 05/2002 alleging they have not been able to read their display due to a black mark on the display. Customer said the meter has been broken for 2-3 months and patient has been in and out of the hospital many times because patient hasn't been able to use it. Patient said each time they gave them medication/insulin and then released them, at one point patient was admitted with blood glucose results over 400. Patient said after a few days they were able to get patient's blood sugar around 100 mg/dl and they released them. Meter has been replaced. Unable to contact customer by phone.